Event description:
It was reported the patient experienced bilateral pleural effusions which resolved with medication. The patient was admitted on (B)(6) the issue resolved, and they were discharged on (B)(6). On (B)(6) 2025, the patient underwent a pulmonary vein isolation (pvi) ablation procedure with a polarx fit catheter. Several days later, on (B)(6) 2025, the patient experienced bilateral pleural effusions which was diagnosed via ultrasound. The patient was hospitalized. Subsequently, on (B)(6) 2025, a chest CT angiogram confirmed moderate bilateral pleural effusions. A thoracentesis was ordered but the patient declined. The patient was treated with intravenous lasix. A chest x-ray performed on (B)(6) 2025 showed small pleural effusions. (Imaging is not available.) The issue resolved, and the patient was discharged on (B)(6) 2025. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of pleural effusion was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient experienced bilateral pleural effusions which resolved with medication. The patient was admitted on 15 december, the issue resolved, and they were discharged on (B)(6) . On (B)(6) 2025, the patient underwent a pulmonary vein isolation (pvi) ablation procedure with a polarx fit catheter. Several days later, on (B)(6) 2025, the patient experienced bilateral pleural effusions which was diagnosed via ultrasound. The patient was hospitalized. Subsequently, on (B)(6) 2025, a chest CT angiogram confirmed moderate bilateral pleural effusions. A thoracentesis was ordered but the patient declined. The patient was treated with intravenous lasix. A chest x-ray performed on 18 december 2025 showed small pleural effusions. (Imaging is not available.) The issue resolved, and the patient was discharged on (B)(6) 2025. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.